Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received an insulin flow blocked alarm on their insulin pump. Customer reported that this occurred half an hour after the pump fell on the toilet. Customer's blood glucose level at the time of the incident is unknown. Customer's blood glucose level at the time of the call is unknown. Customer reported that after replacing the infusion set, they were able to deliver a bolus. Customer reported that the replacing the infusion set resolved the insulin flow blocked alarm. No product is expected to be returned.